Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of a no external power alarm was confirmed via analysis of the submitted log file. A system controller periodic log file was submitted for review and data from the event date of 05apr2025 was reviewed. The log file captured a no external power alarm on (B)(6) 2025 at 20:16:56. The periodic log file only collects data as specified time interval rather than upon the detection of an event; therefore, the exact time that the alarm activated and the initial conditions that caused the alarm to activate cannot be determined from this log file. No other notable alarms were observed in the log file. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The system controller was not returned for analysis. Additional information provided communicated that the patient was connected to 14v batteries at the time of the event. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 04apr2023 battery inspection data was reviewed for the 11v backup battery, serial number (B)(6), revealing that the battery passed all inspection testing. Heartmate 3 instructions for use (rev. C) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and auditory), including low voltage advisory, low voltage hazard, and no external power alarms, and the actions to take if the alarm cannot be resolved. Heartmate 3 instructions for use (rev. C) section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook (rev. D) section 3 ¿ ¿powering the system¿ explains that a pair of new, fully charged 14v batteries provides up to 17 hours of support and explains how to check the battery life by using the on-battery power gauge button. The user is also informed on how to properly exchange their 14v batteries for new batteries or to a different power source such as the power module or mobile power unit. Heartmate 3 instructions for use (rev. C) section 2 ¿ ¿system operations¿ explains the operation of the system controller backup battery. This section informs the user that the backup battery is intended only for backup power during a power emergency. The backup battery provides at least 15 minutes of support to the system if the in-use power source is disconnected or fails. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that review of the system controller periodic log file from that patient's new primary controller (serial number: (B)(6)) showed a no external power alarm observed on (B)(6) 2025 at 8:16:56 pm. The system controller backup battery usage count was observed to have increased, indicating that the battery supported the system during the loss of external power. The exact time that the alarm activated and the initial conditions that caused the alarm to activate could not be determined from this log file. There was no further information regarding the no external power alarm observed on (B)(6) 2025 at 8:16:56 pm from the patient's new system controller. The patient was on battery power during the event as they were out golfing. Log files were received and then sent when the patient was seen for a follow up clinic appointment.